Event description:
(B)(4). Headaches, heavy irregular periods with clotting, bone and joint pain, extreme fatigue, scleroderma, painful intercourse, bloating, abdominal pain, vision changes, nausea, insomnia.